Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4 , h6, h11. Review of the most recent repair record determined the device failed the leak test and would not fully inflate the cuff. The hose on the main cuff transducer was loose. The hose was reseated properly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
The event occurred during pm, blue side runs continuously, does not hold steady pressure. It was set to 250 and would not stay there. It ran continuously (tested for several minutes) and bounced up and down trying to maintain 250. There is no harm or delay reported. Due diligence is complete.